Event description:
The facility's biomedical engineer reported an infusion pump with a constant 812:02 failure code. It is not known if this issue was noted during testing by the biomed or during clinical use. Writer has attempted to obtain info regarding the medication involved, the pump programming info, specific pt info, tubing product code and lot number being used, pt status, medical interventtioin and pt injury, but no additional details have been obtained.